Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right atrial lead was attempted, but the physician had to change from the passive fixation to an active fixation lead in order to get the desired location. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.